Event description:
It was reported that a signal loss occurred. According to the patient¿s parent, on (B)(6) 2026, the patient had multiple insulin pod failures affecting the patient during the week prior. She described repeated pod issues on monday and tuesday, including insulin delivery failure with confirmed leakage at the infusion site (visible wetness and insulin smell), despite the adhesive remaining secure and cannula insertion confirmed. These events were associated with significantly elevated glucose levels, reaching 38.8 mmol/l, along with symptoms of aggressive vomiting, excessive thirst (constant drinking), and overall deterioration. One pod was worn for approximately 2 hours before the patient required emergency medical attention and was taken to a&e at the rvi in newcastle, where the pod was removed and treatment included intravenous fluids (sodium) and IV insulin. The patient was diagnosed with diabetic ketoacidosis (dka) and remained in the hospital until (B)(6) 2026. The reporter also stated that additional contributing factors may include reported connectivity delays with a dexcom g7 sensor. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.